Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was ranging from 28 mg/dl to 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer stated that the reservoir compartment was broken and the pieces were broken . Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device received with cracked reservoir tube lip noted.